Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 264 mg/dl and 118 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Dentist reported that he had placed healos 6 months ago at the lower right mandible ridge. He used a membrane and had primary closure with suture. When he revisited the site, the membrane was present but there was no healos material and limited bone growth. There was good healing of the soft tissue. Doctor was able to place the implants in the bone and the pt had a good outcome. If this were to recur and the bone not form it could result in the need to additional intervention. As a less than optimal outcome was reported, an MDR is filed to document this event.